Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there were moisture observed in the battery compartment and behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 3/10/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2015 with the following findings: unable to test all keys due to moisture inside the pump. Unrelated to the complaint, the display lens was leaking, moisture was on keypad flex connector and on the printed circuit board. No moisture was in battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).